Manufacturer narrative:
(B)(4)

Event description:
The physician was attempting to treat a lesion in the left distal mesenteric superior prosthesis reported to be highly stenosed (90%), none calcified with 90% stenosis, vessel was little tortuous with 9mm diameter and lesion length 3mm. The planned treatment was to perform dilation of the stenosis - then introduce a non-medtronic stent. Pta performed with non-medtronic balloon and lesion still stenosed. A reef otw peripheral balloon catheter which was reported to have burst radially at 16 atm and detached during removal. The balloon reverted during removal and got stuck in the sheath. Instead of removing the sheath together with the reef, the physician jerked out the reef of the sheath and one part of the balloon remained in the vessel. The balloon was removed with a snare. Then an admiral xtreme dilatation balloon catheter was used to treat the same lesion but still waist of the balloon during inflation at 15 atm, and it also burst radially at 16 atm. The balloon could not be removed through the sheath so the physician removed all sheath with the balloon. Third attempt and pta with an evercross at 22 atm, and balloon did not burst. Angio shows still a narrowed prosthesis but only with a 60% residual stenosis. The devices were removed from packaging, inspected and prepped as per IFU with no issues noted. No further clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: the device was returned broken in the middle of balloon and the distal portion of balloon was stuck on the guide wire tube. It was returned with the 6fr is used. The is was bunched. The balloon appeared radially burst. Image review: images showed the left distal mesenteric superior prosthesis reported to be highly stenosed (90%), none calcified with 90% stenosis, vessel was little tortuous with 9mm diameter and lesion length 3mm. Images did not capture devices being used in patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.